Event description:
Vns pt underwent generator replacement surgery due to end of service and treating neurologist felt as though the device may have reached end of service prematurely. Device diagnostic testing at office visit revealed that the elective replacement indicator was yes, indicating that the generator had reached end of service. Previous device diagnostic testing approx one year earlier yielded an elective replacement indicator of no, indicating that the generator had not reached end of service at that time. Although the generator had been implanted longer that two-year warranty period, a longevity estimation based on known device settings indicated that the elective replacement indicator should not have tripped to yes for another 1.26 years (approx 15 months). Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.

Event description:
Product analysis summary: the pulse generator would not interrogate and diagnostic testing could not be performed due to the suspected depleted battery. The generator can was opened. The battery voltage measured 2.014 volts in circuit. This voltage is below the 2.2 volt low battery operation indicated for the generator per electrical test specification. After the can was opened, the generator communicated. Eri flag was yes, indicating that the generator had reached end of service. The battery was removed and a power supply (adjusted to 2.2 volts) was inserted into the circuit. The serial number was restored and the module interrogated and programmed properly. The caged module met electrical test specifications. The battery was returned to battery manufacturer for an electrical performance evaluation. The electrical results showed the battery to be at "end-of-life" and "completely discharged". There were no internal component failures or evidence of internal loading (shorting) found. The cause of the premature battery depletion is unknown.